Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, upon insertion of the device into the scope, it would not advance. The device was removed and it was noted that the "elbows" of the jaws were sticking out when the device was in the closed position preventing advancement. No other damage to the device was noticed. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) ("elbows" sticking out). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).